Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
Customer was hospitalized on (B)(6) 2020. Caller did not state that the retainer ring was missing. Caller was asking about the recall and wanted the insulin pump replaced because of the low blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose of unknown. Customer was in emergency room. Customer stated that retainer ring was missing. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.